Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. On post-operative day twelve, a single leaflet device attachment was observed through a follow-up echo. It was a very sick patient, with long history of hospital admission, rejected for surgery. During the case there was difficulties with leaflet grasping and assessment due to suboptimal imaging and difficult anatomy (very dense chords on the only available landing zone and posterior inadequate scallop to grasp). Different positions were attempted, and the septal leaflet was not clearly visualized all the time. Starting tricuspid regurgitation was torrential and post-procedure was reduced to severe. Tricuspid regurgitation after the single leaflet device attachment was similar or the same as before procedure. Physician mentioned that nevertheless, the patient's condition did not deteriorate.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. B2 - other serious: in this case there was no reintervention performed. However, there is a potential for reintervention. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Available information suggests that both procedural factors and patients condition likely contributed to the event. The provided details indicate that there were difficulties grasping the leaflets due to suboptimal imaging and challenging anatomy. Patient had very dense chords on landing zone and posterior inadequate scallop to grasp. Additionally, the patient had been rejected for surgery and had a long history of hospital admissions. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.